Manufacturer narrative:
No product is being returned for evaluation and no lot # has been provided to manufacturer. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed unknown - "when using during surgery, one of the valves fell out when taking out a lymph node. Since it was difficult finding the transparent valve in the body, surgeons are asking for the valve to be colored or could be spotted by x-ray. They do not require a specific response nor a closing letter; they just would like to share this incident for reference. However, the incident rate is required." Patient status: fine since the valve was taken out during the operation.

Manufacturer narrative:
Additional information received. The event unit was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the event. During the manufacturing process, all trocars are thoroughly inspected for functionality and performance prior to packaging. From the additional information received, the root cause could be due to the customer attempting to remove large tissue, relative to the size of the trocar, through the sleeve. Although the root cause could not be determined, applied medical continuously seeks to improve the form, function and ease of use of its products and will continue to monitor its vigilance system for trends and take appropriate actions as necessary. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Additional information received via email from distributor on april 21, 2016: the distributor noted that during the time of shield dislodgement, "big tissue was going through the shield when it was dislodged." The doctor experienced "no problem when inserting instruments into the sleeve." The instruments were inserted axially and at an angle "during the specimen extraction or during the procedure before this dislodge." The distributor could not note of any damage to other parts of the sleeve seal system since "the event sample is discarded." Additional information received via email from distributor on april 22, 2016: "the cause of the valve falling out into the patient's body is, because the surgeon tried to pull out a rather large tissue from the trocar. The surgeon knew the tissue he was trying to take out was larger than usual, yet continued to do so. There was no problem when inserting instruments into the sleeve. The hospital is fully aware of the cause of the fallen valve and just for a request, asked to color the valve or could be spotted easily. They have had around 30 cases of gelpoint, so they understand and are used to using it. Unfortunately, our sales was reported after the incident and gelpoint was disposed already."